Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections d9 and h6: type of investigation. Corrections to sections h2, h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: balloon was burst with a radial and longitudinal tear, and no balloon pieces missing observed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that the balloon rupture was likely due to the sinotubular junction calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. During the tavr, the balloon to the 29mm commander delivery system (ds) ruptured upon full inflation due to the sinotubular junction (stj) calcification. The s3ur valve had been successfully implanted. The ruptured balloon was retracted back into the 16fr esheath+ and both the ds and esheath+ were removed as a unit. Post procedure, the balloon was separated from the esheath+ then inspected. Per report, there was no harm to the patient.